Event description:
Caller reported an alarm followed by another, indicating an occlusion event. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Despite experiencing frequent occlusion issues, the customer declined additional assistance, and the case was closed by technical support.